Event description:
It was reported that a death occurred a left atrial appendage (laa) closure procedure was performed. A closure device was not implanted. The patient coded on the table, but was then able to be transferred to ICU. The patient remained hospitalized for an extended period of time and ultimately expired. The cause of death is unknown. Boston scientific is attempting to acquire more information.